Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited farfield oversensing. Attempts to obtain further information regarding the device's current status and its serial number were unsuccessful.